Event description:
The customer received a blood glucose reading of 280 mg/dl from his contour and a reading of 128 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. No product will be returned for evaluation. A replacement meter was sent to the customer.